Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the therapy pcb assembly and the shock capacitor and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio observed that the therapy pcb assembly had sustained heavy electrical damage at diode cr44 and jack connector j2. Component cause of the reported failure has not been determined.

Event description:
The customer reported that their device had its service indicator illuminated and had logged an event code. The device also would not deliver defibrillation energy and stated "abnormal energy delivery" during the attempt. There was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control further evaluated the removed parts and determined that the cause of the reported failure was due to a diode, designator cr44 from the therapy pcb assembly.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.